Manufacturer narrative:
Insulin pump passed functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Insulin pump passed the delivery accuracy test at 0.08415 inches. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call by the customer's parent that the customer's insulin pump was over delivering. The customer¿s blood glucose level was 65 mg/dl at the time of the incident. The customer used dextrose to treat the low. The caller reported the customer was having unexplained lows. The caller also reported a meter blood glucose being received without the customer doing a finger stick. The caller stated the reservoir was pressed while the customer was connected. Troubleshooting was completed but did not resolve the issue. The caller stated the customer uses a competitor's sensor system and hardly uses their meter. The insulin pump will be returned for analysis.